Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: control unit is dirty due to water leakage, residual liquid or foreign material come out of channel-tube and the grip is sticky. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation appears to be linked to the component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rhino-laryngofiberscope insertion section coating was broken and the insertion section peeled off. The event occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.